Event description:
Information was received that this patient had been presented to the operating room (or) for a scheduled open heart valve surgery. In preparation for a future biventricular implantable cardioverter defibrillator (ICD) implant procedure, two epicardial leads were implanted and surgically capped at that time. Subsequently, information was received that this patient died 16 days later as a result of a sepsis infection. There were no allegations or complaints against the leads.